Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva meter (B)(4). Reference medwatch with a1 patient identifier (B)(6) for the aviva meter (B)(4).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 581 mg/dl (aviva (B)(4)) and 175 mg/dl (aviva (B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.